Event description:
The surgeon reported that following placement, insertion and deploying the anchor, the #1 suture pulled free from the anchor when removing the inserter.

Manufacturer narrative:
The anchor remains implanted in the pts bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and without the device for eval. Based upon feedback from the surgeon, the likely root cause of the incident was due to surgeon error in pulling the suture free from the implanted anchor. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.